Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient experienced high blood glucose levels and diabetic ketoacidosis during use of a cleo® 90 infusion set. The patient had recently changed the cartridge, but not the infusion set. The patient's blood glucose levels were over 600 mg/dl, and were not going down despite repeated pump boluses. The patient was hospitalized for high blood glucose levels and diabetic ketoacidosis. Upon removing the site in the hospital, it was observed that the site was bloody and the cannula was bent. The patient received IV insulin and insulin shots to bring down their blood glucose levels. No permanent injury was reported. See MFR: 3012307300-2017-01397.